Event description:
The customer reported that when the patient got up from the wheel chair, the sensor pad did not send a signal to the alarm to sound. The patient fell. There was no patient injury.

Manufacturer narrative:
Product has been requested, but has not been received.